Manufacturer narrative:
(B)(4). The complaint for a report of use error- reuse of a single-use product was confirmed due to the use error described by the home patient, who replaced the cassette but had re-used solution bags. However, the root cause could not be determined as it is uncertain why the patient re-used single use product. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.

Event description:
A customer contacted baxter (B)(4) regarding a request to bypass the initial drain on the homechoice (hc). The home patient (hp) was connected. The hp stated she changed out the cassette but had already drained out and wanted to bypass to fill. The technical service representative (tsr) asked the hp if the bags had been changed out when the cassette was changed out. The hp stated no. The tsr advised the hp that she was risking an infection by re-using the bags. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. There was no patient injury or medical intervention reported.